Event description:
Boston scientific crm received information that the cardiac resynchronization therapy defibrilator (crt-d) in association with this right ventricular (rv) epicardial patch lead exhibited out-of-range shock impedance measurement during surgical intervention to address high defibrillation threshold testing (dfts) measurements. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Information indicates that the crt-d remains actively in service, but this associated rv epicardial lead was surgically abandoned. A re-evaluation of defibrillation threshold testing (dfts) noted unsuccessful attempt at 21 joules and the physician elected to remove the chronic rv epicardial lead and implant an acute rv lead. Dft testing was subsequently successful at 31joules. If new information becomes available, this report will be further evaluated and updated.